Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button was intermittently unresponsive and required hard presses to elicit a response. There was evidence contamination found under all of the keypad buttons. Evaluation also revealed the display screen was dim and discolored. Additionally, the vibration motor was found to be misaligned. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/13/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/13/2014 with the following findings: the keypad was found to peeling from the pump. All of the keypad buttons responded appropriately during testing. The audio bolus button was found to be intermittently unresponsive and was hard to press. The keypad cover was removed and contamination was found under all of the button contacts. Evaluation also revealed that the display screen was dim and fading. Evaluation also revealed that the vibration alarm was misaligned. (B)(6).